Event description:
I used a nexcare clear waterproof bandage to cover a small biopsy. It got wet and I took it off. My skin that had been in contact with the pad of the bandage was bright red with small blisters. It looks like a chemical burn. After a few days the blisters dried out and now my skin is still red, dry and cracking.